Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A pneumoperitoneum with recent placement is a known complication of peg tube placement. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On (B)(6) 2017 the patient had abdominal pains and an x ray showed free gas in the abdomen. The infection parameters were elevated. On (B)(6) 2017 the patient was placed on intravenous antibiotics.